Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: the vsx device IFU was reviewed with respect to the complaint detail for the applicable region and time period, and there are applicable statements. The IFU states the following: "device complications and adverse events include: migration." Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for stenosis at the venous (cephalic vein) anastomosis of arteriovenous graft (avg) using a gore® viabahn® endoprosthesis (vsx device) at another hospital. The patient tolerated the procedure. On (B)(6) 2024, migration of the vsx device was found and a reintervention was performed at the reporting hospital. Although the patient had no symptoms, it was thought that the vsx migrated into the superior vena cava. The groin was punctured, an 8 fr sheath was inserted, and angiography was performed through a 7 fr guiding sheath (terumo destination). As a result, it was found that the vsx device migrated into the pulmonary artery. Therefore, the vsx device was withdrawn into a 14 fr gore® dryseal flex introducer sheath with a goose neck snare (15 mm) through the subclavian vein approach. The patient tolerated the procedure. The reporting physician commented as follows: the avg was 5 mm, so the vsx of 6 mm was implanted but the diameter of venous side was larger and some part of device was not sealed with the vessel wall. However, overlap between the avg and vsx device was more than 1 cm, and it was determined there were no problems, so the migration was unexpected.